Event description:
It was reported an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. La pressure was between 9-10 mmhg. A 21mm watchman laa closure device was deployed and released since it met the release criteria with compression range from 10.5%-22.4%. A couple cardiac cycles later, it was noticed that the closure device was sloped out of the laa and free in the la. They went in and snared the device and removed it from the patient. A 27mm watchman laa closure device was then successfully implanted in the patient. The patient was in recovery and was stable without any complications.